Event description:
It was reported that the patient had a loss of therapy after a fall on april 10, 2025. The caller was already in the clinic where the hcp checked the system and informed the patient they thought there was "something wrong" with the system and scheduling a new appointment for next week. They interrogated the ins and confirmed the ins was not off. They are assuming there might be an impedance issue due to damaged extensions/leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the fall on april 10 was not considered to be the cause of the loss of therapy. The patient clarified they have no cancellations with therapy and had the device to control their baseline symptoms. The issue was said to be resolved and no replacement was planned.